Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation which caused leaking excessive blood. It was reported that nothing was visibly broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue was resolved. No medical/surgical intervention was required. Patient¿s hemodynamics was not compromised. No air entered the patient¿s body.the carto 3 system is operating per specs and is not responsible for the product issue. There is no indication that the bleeding led to hemodynamics disruption or required intervention; therefore, this event will not be considered a serious adverse event and not MDR reportable for the adverse event. Device evaluation details: on 10/12/2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The device was visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. The finding of the hemostatic valve being dislodged into the hub has been reviewed and continues to be deemed MDR reportable. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 10/11/2020, the product investigation was completed as the complaint device was not returned. It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation which caused leaking excessive back blood. It was reported that nothing was visibly broken. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced, and the issue was resolved. No medical/surgical intervention was required. Patient¿s hemodynamics was not compromised. No air entered the patient¿s body.the carto 3 system is operating per specs and is not responsible for the product issue. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. If the device is received in the future, the complaint record will be reopened to perform the product investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath, medium, and a hemostatic valve separation which caused leaking excessive back blood. It was reported that nothing was visibly broken. The carto vizigo¿ 8.5f bi-directional guiding sheath, medium, was replaced, and the issue was resolved. No medical/surgical intervention was required. Patient¿s hemodynamics was not compromised. No air entered the patient¿s body. The carto 3 system is operating per specs and is not responsible for the product issue. With the information available, this event is being coded as "hemostatic valve-separation" since it is most likely the blood leakage through the hemostatic valve was due to a malfunctioning or dislodged valve. It was stated the blood leakage was excessive. However, there is no indication that the bleeding led to hemodynamics disruption, or required intervention. Therefore, this event will not be considered a serious adverse event and not MDR reportable for the adverse event.